Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. The pump was programmed to deliver an unspecified concentration of amiodarone at a rate of 177ml/hr instead of the intended rate of 17ml/hr. Reportedly, when the start key was pressed, a message appeared on the screen indicating that the soft limit had been exceeded and the nurse pressed confirmed. A second message then appeared asking the nurse to confirm the choice to exceed the soft limit, the nurse pressed yes, and the delivery was started. Less than one hour later, the nurse noted the pump was delivering at the incorrect rate. The pump was reprogrammed to deliver at the intended rate of 17ml/hr and the infusion was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer contact reported the event was the result of an operator error in programming the device.